Manufacturer narrative:
Article citation: lam et al. Nationwide practice patterns in the use of recombinant human bone morphogenetic protein¿2 in pediatric spine surgery as a function of patient-, hospital-, and procedure-related factors. J neurosurg: pediatrics / august 29, 2014. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a publication that the authors reviewed data from the 2009 kid developed by the (B)(6). The authors identified 9538 discharge records associated with spinal fusion surgery in pediatric patients up to 20 years of age in 2009. Because the database is a weighted national sample, this represents an estimated 14 ,264 cases of spinal fusion surgery in the us. Nearly 11% of these cases involved intraoperative bmp use; 1541 cases with bmp use vs 12723 cases without bmp use. Overall, rates of dvt, meningitis, wound infection, and wound dehiscence remained low (<(><<)> 2%). Patients with intraoperative bmp use had lower rates of blood transfusion. Post-op, 23 patients in the bmp cohort developed hematoma.